Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional reported later "rupture was confirmed at explant surgery". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16may2024.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional reported later "rupture was confirmed at explant surgery" and noted "multiple holes". Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional reported later "rupture was confirmed at explant surgery" and noted "multiple holes". Device has been explanted.